Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, lot#: nlh004893n, product type: accessory. Product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about a week ago when charging their implanted neurostimulator (ins) the controller started to make a clicking sound, then the screen went black and started to make "like an alarm sound". Pt said they reset controller, which resolved the issue, but after that when trying to charge ins they would charge a little bit, then the controller would "beep beep" and not charge/shut off. Pt said last night when charging ins the screen came up with software problem (screen no longer on controller, screen details unknown) and then went black. Pt said they tried resetting controller but the screen was still black. Pss had pt plug in controller without li battery and pt reported the screen came on. Pt then put li battery back in and reported the screen stayed on, but the green light was not blinking. Pt unlocked controller and said ins battery was 30%, controller battery was empty/showed it needed to be recharged, however ac power supply was already plugged in. Pt then unplugged controller and reported the screen went black again right away. Pt inspected controller port and battery compartment on controller and did not see any damage. Pt also said li battery was not damaged. Pt then tried aa batteries and reported the screen came on. Pt said they did not have issues charging controller the past week, only when charging ins. The issue was not resolved. An email was sent to the repair department to replace the controller and li battery. Additional information received reported that they received the replacement controller on saturday, however they were able to use the old controller to charge the ins to 100%; patient (pt) stated that they tried to use the new controller to recharge the ins the last few days, however not once had they been able to get the ins to charge to 100%. Pt stated that last night that they used the old controller to try and recharge the ins, however even after probably three hours, the ins only charged to 50%. Pt stated that the ins battery was drained this morning, so the patient tried to recharge the ins using both controllers, however both controllers displayed no device found. Patient services (ps) had the pt use the new controller during the call to try and recharge the ins; on the no device found screen, ps had the pt select recharge instead of try again to go through passive recharge mode; on the trying to recharge (al) screen, pt stated that the three numbers read as 50 50 52, so ps had the pt reposition the rtm over the ins and pt then stated that the numbers read as 1 77 77. Pt mentioned that she went through the passive recharge mode for three hours last night. Pt then stated that the three numbers on the trying to recharge (al) screen read as 1 54 77 and she hadn't even moved a little. Pt then stated that the rtm paddle and relay box were really hot. When asked for the event date, pt stated that they didn't know as they were having trouble with the other controller charging the ins, so they were not sure when the issue with the rtm first started. Pt mentioned during the call that they needed to have their stimulator working and that if she doesn't have the stimulation, you "might as well take me out and shoot me".